Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A diabetes therapy consultant reported via phone call of high blood glucose readings and hospitalization from the insulin pump. The therapy consultant stated that the customer was hospitalized twice last year due to diabetic ketoacidosis. The therapy consultant does not have further information to provide about the patient. The customer was advised to call back so she can provide information about the hospitalization.